Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the dovetail was loose. Additional information requested.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative completed realignment and reticle check procedures. The company service representative then locked down the dovetail completely. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).